Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th, 10th & 11th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a moderate calcified lesion in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was not used during delivery. It was reported that while advancing and existing the guide, resistance was encountered the device was removed and inspected and the stent was noted to be deformed. The procedure was completed using a 3.5 x 18mm onyx device. There is no patient injury reported.